Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences as a result of the event? If yes, please provide further detail of the consequence. Once the device was removed from the patient, were the jaws eventually able to be opened?

Event description:
It was reported that during an unknown procedure the triple vascular stapler placed to renal vein. The stapler closed on vein but would not fire. Unable to release handle of stapler to open it. Unsure of whether the stapler had partially fired or even cut renal vein. This required extra 10 mm port to be placed and further dissection around vein to place hemolock clips on vein to ensure vascular control before removing stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any patient consequences as a result of the event? If yes, please provide further detail of the consequence. Other than an extended operating period there were no additional adverse consequences for the patient. Once the device was removed from the patient, were the jaws eventually able to be opened? The jaws of the device were opened once removed from the patient will the device be returned for analysis? The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Batch # p56g1e. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.